Event description:
Staff at beside providing cure when went alarmed; screen went blank and continued to alarm. Patient immediately given ambu bag support; ventilator switched. Malfunctioning went sent to biomed; unable to turn on.